Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, there was placement difficulty due to patient anatomy. Unstable thresholds were noted, which increased slightly after screwing the lead in. The atrial lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.